Event description:
It was reported that multiple malfunction alarms occurred. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer administered a manual injection to address their bg level. The customer reverted to an alternative method of insulin delivery.